Event description:
Event description guidant received information that this atrial lead had an abrupt increase in impedance to greater than 3000 ohms. Additional testing found no atrial capture at maximum outputs. The sensing is intermittent, sometimes good and other times there is undersensing. Additional information that the high impedance and loss of capture were cause by a loose setscrew on the implantable cardioverter defibrillator, identified during a invasive procedure to evaluate the lead. The physician reported difficulty inserting the wrench into the setscrew, but completed the process successfully.